Event description:
It was reported that the patient has expired after implant duration of 3 months, due to unknown reasons. It is unknown if the death was device related. No further details were provided

Manufacturer narrative:
On 08/17/2009, no response was received from the surgeon despite our repeated attempts to contact by email for return of product and additional information. The device history record (DHR) review was completed on 07/08/2009, and this device passed all manufacturing and sterilization inspections with no nonconformance. No customer letter required.

Manufacturer narrative:
Device not returned. Additional information: this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made via fax for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.